Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called and stated that he had a right tha on or about (B)(6) 2007. Besides the common discomfort from the surgery, the pain started on or about (B)(6) 2007. His implant causes him pain, he believes his right leg is shorter, his implant makes squeak and cracking noises.